Manufacturer narrative:
(B)(4): during investigation, the keypad was found to be peeling at the contrast button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that when the patient went to bolus, the keypad buttons were unresponsive. The patient denied damage to the keypad and noted the rubber was loose near the contrast button. The patient reportedly wore the pump exterior to a garment and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.